Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the set screw in the atrial port would not be tightened, it appeared to be stripped. The physician removed the lead and inserted the lead, the results were the same. The pulse generator was not used and a new lead was placed successfully. The patient was fine.